Manufacturer narrative:
Continuation of d10: product ID vnmc3131c182tu (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts (vnmc3434c182tu <(>&<)> vnmc3131c182tu) were implanted during the endovascular treatment of a thoracic aortic dissection. It was reported, core lab review of CT imaging taken approx. 3 years and 6 months post index procedure revealed a stent ring enlargement of (+1.4mm), ring 5 (new) on the valiant navion stent graft (vnmc3434c182tu /(B)(6)). Per the physician the cause of the stent ring enlargement is undetermined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Additional information received: corelab review of CT imaging from approx. 4 years and 7 months post index procedure observed a persistent stent ring enlargement of +1.6mm on ring 5 on vnmc3434c182tu. No endoleak, stent ring migration, fracture or aortic enlargement was observed. The maximum aortic diameter measured 44.4mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.